Manufacturer narrative:
Exact date unknown, event occurred a week ago from the aware date.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.